Event description:
Drill bit tip broke off from medtronic midas rex¿ mr8¿ high-speed drill system, and lodged in the skull of the patient. Surgeon and scrub tech did not realized the tip broke off and left it inside the patient. The tip (foreign body) was retrieved a couple of days later. The drill bit did not cause direct harm to the patient and it could have been left in place. However, following the surgical procedure, the patient required radiotherapy and the drill bit created MRI artifact that obscured the oncologists ability to accurately map the residual tumor. The patient was taken back to the or to have the drill bit fragment removed.